Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer¿s blood glucose level was over 600 mg/dl and 50 mg/dl. Troubleshooting was performed. The customer was treated with manual injection and glucose. The customer reported that the insulin exited during the 5.0 unit fill cannula. The customer reports they did receive a calibration not accepted alert. The device will not be returned for analysis.